Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit received a "gas module error." This was discovered before the procedure began, and the patient was transferred to another room with a functioning unit. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 07/14/2025 emailed the bme for all information in the ni list above: the bme replied that the requested information will not be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gas unit received a "gas module error." This was discovered before the procedure began, and the patient was transferred to another room with a functioning unit. No reports of patient harm.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit received a "gas module error." This was discovered before the procedure began, and the patient was transferred to another room with a functioning unit. No reports of patient harm. Investigation summary: during evaluation, the returned unit was cleaned and decontaminated. Cosmetic scratches were observed, but no further damage was noted. The reported issue could not be duplicated during testing. Gas readings were verified against calibration gas and found within specifications. The root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 07/14/2025 emailed the bme for all information in the ni list above: the bme replied that the requested information will not be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gas unit received a "gas module error." This was discovered before the procedure began, and the patient was transferred to another room with a functioning unit. No reports of patient harm.